Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were less responsive and insulin pump was scratched and it harder to read and received no delivery alarm. Blood glucose was 70 mg/dl to 330 mg/dl. Customer also reported that after changing infusion set insulin pump was not give right amount of insulin. The insulin pump will not be returned for analysis.